Manufacturer narrative:
Section d10 and h3: the patient remains supported by the pump although a portion of the percutaneous lead was returned to the manufacturer for evaluation. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported low speed/pump stoppage events recorded in the submitted system controller log file data. The submitted log file data showed that three momentary low speed/pump stoppage events were captured the evening of (B)(6) 2019, resulting in low speed advisory/hazard and low flow hazard alarms. The interruptions in pump function occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 17.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment in its returned condition revealed that all wires were electrically intact. Visual inspection of the outer silicone sleeve and underlying clear bionate layer showed no evidence of damage. The driveline segment showed moderate breakdown of the metal braided shield along its length consistent with almost 2.5 years of use, which appeared most severe at the distal end of the driveline. Examination of the wires adjacent to the metal connector revealed that the red wire was partially fractured, exposing the inner metal conductors. The observed damage to the red wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. If the exposed conductors of the compromised red wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the reported low speed/pump stoppage events. Heartmate ii lvas IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 32 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the device alarmed for low flow and pump stoppages when connected to his mobile power unit (mpu) at night. This issue occurred with specific movements and getting out of bed. It was observed in the waveform files that driveline was not connected to the controller. After the controller was exchanged on (B)(6) 2019, device alarmed for low speed and pump stoppages while on mpu. Patient switched to battery power and no further alarms were noted in the log file. X-ray images were obtained, which did not suggest any concern for short to shield. No alarms while on battery or ungrounded cable. Plan was to admit patient to the hospital and wait for a percutaneous lead replacement. Patient was listed for transplant. On (B)(4) 2019, manufacturer's technical services representative arrived onsite for driveline evaluation/repair. They performed 3 inch driveline replacement from the exit site. After repair, tethered patient was on grounded patient cable without issue. Returned the removed percutaneous lead for evaluation.